Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced unknown audible alarms on the mobile power unit (mpu) without a connected controller. The alarm stopped after disconnecting the ac and removing a battery. The technician reproduced the problem by bending/coiling the patient cable without a controller. No further information was provided.

Manufacturer narrative:
Section d10: additional information section h3: additional information manufacturer investigation conclusion: the report of audible alarms occurring without a connected controller could not be confirmed nor reproduced during testing of the returned mobile power unit (sn mpu-29639). The returned mobile power unit (mpu) was evaluated and tested by the european distribution center (edc) service depot. Visual inspection of the system revealed that it was in good condition. No anomalies were found. The mpu was functionally tested but always operated as intended. Preventative maintenance was performed without any issues. The returned device operated as intended during the evaluation. As a result, the root cause of the reported event could not be conclusively determined during the investigation. A replacement mpu was provided to the customer and the returned unit was converted to a loaner device. Reports of similar events will continue to be tracked and monitored. Heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ and heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook and heartmate 3 instructions for use caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.